Manufacturer narrative:
The reported complaint was deemed inconclusive. The sample was not returned for evaluation so the complaint could not be confirmed and a definitive root cause for the issue could not be identified. However, previous investigation of similar failure modes for the versajet I handpieces have determined the most probable cause of ¿hole in tubing¿ to be a fluid occlusion in the high pressure hose, likely close to handset¿s cutting window. In some circumstances, a burst with pressure relief will occur if the crimping during assembly fully closes the fluid pathway. Pfmea review for versajet ii handpieces found a possible relationship between the reported issue and previously identified failure mode weldment with hi pressure or weldment clogged. All products must meet lot acceptance and inspection criteria prior to release for sale and there have been no other complaints or issues associated with the reported lot number 20313ty. At this time, no corrective action is warranted. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, corrective action(s) will be initiated at that time.

Event description:
While using versajet, a sound that was unusual was heard and questioned by the physician. Tubing and connections to versjet were confirmed correct. As versajet use was continued, a loud pop similar to a firecracker was heard. Upon inspection of the tubing to versajet hand piece, there was a hole noted where the popping sound originated. The physician stated that it sprayed his hand and wrist and stung. He also stated the patient was not affected. The hand piece was disconnected and a new hand piece was used. The surgery continued with no further incident.

Event description:
While using versajet, a sound that was unusual was heard and questioned by the physician. Tubing and connections to versajet were confirmed correct. As versajet use was continued, a loud pop similar to a firecracker was heard. Upon inspection of the tubing to versajet hand piece, there was a hole noted where the popping sound originated. The physician stated that it sprayed his hand and wrist and stung. He also stated the patient was not affected. The hand piece was disconnected and a new hand piece was used. The surgery continued with no further incident.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.